Event description:
It was reported that the patient had inadequate pain relief due to lead migration which was confirmed via x-ray. The patient underwent a revision procedure wherein the paddle lead was replaced. The patient was doing well post-operatively. The explanted paddle lead was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.